Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
PICC nurse involved in event reported: the guidewire is allegedly stuck under the skin. It was reportedly about 3-4cm depth from skin surface. It was said part of the pliable tip was out of skin already. It reportedly happened when nurse attempted to place a PICC in a patient. Nurse's initial attempt to insert the guidewire was reportedly not successful so nurse pulled it out. The pliable tip was said to be already partially coiled when pulled out. The nurse manually straightened it before attempting to thread it but reportedly didn't go through the second time. When nurse tried to pull the wire out all the way, alleged strong resistance encountered. The tip stuck. Nurse said to have paused for about 5 minutes just to control venous spasm but didn't help. Patient was referred to radiology. Ir rad went to bedside and attempted to pull out the guidewire using his kit but reportedly failed. Patient was then referred to surgeon which was said to be done the following day.